Event description:
It was reported while using an unspecified bd insulin syringe the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown (provided: 1227514). It was reported by the consumer that: verbatim: email: hi team, I am a support worker for a gentleman who has diabetes and has a couple of boxes of your 'ultra-fine needles insulin syringe 1.0ml'. Batch no: 1227514. Can you please confirm the expiry of these syringes and whether they are still safe to use?

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this. Medical device lot #: 1227514 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd insulin syringe the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown (provided: 1227514). It was reported by the consumer that verbatim: email: hi team, I am a support worker for a gentleman who has diabetes and has a couple of boxes of your 'ultra-fine needles insulin syringe 1.0ml'. Batch no: 1227514. Can you please confirm the expiry of these syringes and whether they are still safe to use?

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.